Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, and self tests. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 53 (filenumber = 617, linenumber = 213) occurred on (B)(6) 2026 @ 07:33:56, 13:44:16, & 15:59:56. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 53s was confirmed in the pump's history. According to the software r&d pump analysis log, pump error 53 (filenumber = 617, linenumber = 213) is due to a software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 180 mg/dl. The customer received multiple pump error 53 (software error detected). The customer treated hyperglycemia through insulin pump. The event involved product(s) mmt-866a, mmt-332a, 78893-01, mmt-1884. Troubleshooting was performed for pump error 53 and confirmed that customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No further patient complication was reported. No product return is required for mmt-866a, mmt-332a, 78893-01. Product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.